Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank white display and partial display. Unable to perform displacement test, active current measurement, sleep current measurement, and self test. Unable to download history files and traces using thus due to blank white display. Pump was cut open to perform visual inspection and found cracked lcd glass and cracked lcd controller. Unable to lock test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, dog chew marks, missing o-ring (reservoir tube), keypad overlay peeling, missing display window/cover, detached retainer, cracked case (battery tube), pillowing keypad overlay, and serial number label missing. Pump failed to download due to blank white display. Missing segments and blank display were confirmed due to cracked lcd glass and cracked lcd controller. Reservoir unable to lock into place confirmed due to missing retainer ring. Retainer ring damage was confirmed. Cosmetic damage was confirmed at the back of the pump. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the back side of the pump and battery side. Troubleshooting was performed and found that retainer ring was not damaged. No harm requiring medical intervention was reported. The customer had discontinued to use the insulin pump and the device was returned for analysis.